Manufacturer narrative:
Device was received with a scratched case. Device was received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to verify beeping anomaly, flashing display and perform displacement test, sleep current measurement, active current measurement and self test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 450 mg/dl. Customer was assisted with troubleshooting. Customer stated that the insulin pump started beeping and they rolled it over and ran into the wall. Customer stated that the display was flashing. Customer did not reported that the insulin pump screen flashing when screen was turned on after being in sleep mode. The device will be returned for analysis.